Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they have been having issues when trying to charge the implanted neurostimulator since back in (B)(6) 2024. Patient stated they are getting a software update message when they are trying to recharge the ins patient stated it takes 3 hours to charge with excellent charge quality but the ins will not advance. Patient verified that the controller battery will deplete as they are charging the implanted device but the ins will not increment. The issue was not resolved. A replacement controller was sent out. Patient called back repeating information from previous call and reporting that they did not receive the controller. Agent pulled tracking information and reviewed information with patient; patient stated that the package was in their apartment leasing office. Patient noted that they spent 3 hours charging the implant and sometimes it will say recharging excellent/good and sometimes it doesn't. Patient mentioned they are currently trying to use their old equipment and nothing happens; patient added that they can lay or sit in one spot for hours trying to charge. Patient mentioned they were in passive recharge and the number values were all 100's; patient followed up saying the values sometimes change to 50 or 70 and the middle to 75. Patient asked about passive recharge; agent reviewed information. Patient noted that they cycled through 2-3 times and then had to start over again. Patient inquired about the recharger clicking; agent reviewed information. Patient asked about having their controller close to them at all times and if that was necessary; agent reviewed information. Agent advised patient to set up replacement controller and try a charge session. Pt called back as the issue was not resolved fully with the replacement controller. Pt said that the controller said to do a firmware update on the screen, so they reset the controller and charged the controller, however the ins was still not charging up from the equipment. Pt said that the farthest they got on the controller in the pairing process was the initial setup screen. Pt said that when they connected the recharger to the controller and laid on the recharger, the equipment still wouldn't connect to the ins. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pt saw the setup/pairing screens. Pt noted that the ins popped out a little bit from their skin, so they were placing the recharger over that area. After connecting the recharger to the controller and placing the recharger over the ins, pt saw no device found. Agent had the pt tap recharge to go through passive recharge mode. Pt saw the middle number on the trying to recharge screen as 57, so agent had the pt keep repositioning the recharger; pt eventually saw the three numbers on the trying to recharge screen as 100 100 100. Pt said that they had gone through passive recharge mode like 5 times, but the equipment still wouldn't connect to theins even when they had the middle number at 100 each time. Agent reviewed recharger replacement with the pt. Pt said that they were in so much pain and they didn't want to depend on drugs to alleviate the pain. A replacement recharger telemetry module (rtm) was sent out.